Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-mar-2023, UDI#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins). It was reported that after the lead was placed with responses on all 4 electrodes, high impedances of >4000 ohms were seen on all combinations with electrode 2. As troubleshooting performed, the lead was reseated into the ins battery 3 times and impedance testing was run at 2 volts and a pulse width of 300. The lead remained in use and it was noted that the issue was not resolved at the time of report. No surgical intervention had occurred or were planned. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the manufacturer¿s representative on july 19, 2019 reported that the cause of the high impedances was unknown. The issue was not resolved as the physician got good motor responses on all electrodes and decided to leave the lead as is. There were no further complications reported or anticipated.